Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power switch could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a power switch failure. Additional evaluation findings are as follows: 1.) Narrow band imaging failure; 2.) Aperture blades appearance defect; 3.) Worn output connector; 4.) Lens coating peeling; 5.) Mesh turret failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-s40pro, visera pro xenon light source to olympus for repair due to a report of a narrow band imaging issue. Upon inspection and testing of the returned device, it was found that the power button lock did not work due to a malfunction of the button switch. This report is submitted due to the finding that the power button lock did not function due to a malfunction of the button switch, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.